Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. In the absence of the subject device, it is difficult to determine the root cause of the event. Applied medical will continue to monitor its vigilance system for trends and take appropriate actions, as necessary, to ensure the performance and safety of its products.

Manufacturer narrative:
No product is being returned for evaluation but lot # is provided. A device history report is to be reviewed by engineering. A final report will be sent once the results have been analyzed. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA. There is no report of serious injury or death associated with this event.

Event description:
Vats. Lobectomy - at the end of mr kirks case when removing the xxs alexis a small tear was evident near to the green deployment ring. The sample was not retained however it was pulled from the same lot (1274511) as subsequent cer on (B)(6) 2017. Additional information received via email from applied medical team member, february 8, 2017: all surgeons have been using alexis regularly (xs & xxs) since last quarter. Additional instruments used (not a definitive list but most commonly): diathermy (hook), stapler (covidien/ethicon), hem-o-lok and various instruments from there set including forceps, scissors, grasper & clamps). [Surgeon] commented that it may have been possible that he had caught the sheath with his hook diathermy. Patient status - no patient injury or illness associated with the event. Additional information received via email from applied medical team member, february 8, 2017: "all fine. No patient illness or injury occurred in any of the cases."